Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a slight elevation in power and flow elevations. A specific cause, as well as a direct correlation to the heartmate ii lvas, could not conclusively be determined through this evaluation. A review of the patient¿s log file revealed that the patent¿s power and flow were slightly elevated from normal parameters with motor power and flow ranging from 5.3-6.9 w, and 4.3-7.2 lpm, respectively. No other atypical events were captured and the pump appeared to operate above the low-speed limit for the duration of the log file. The patient received a heart transplant and (B)(6) was returned for evaluation. (B)(6) was returned assembled with the driveline cut approximately 2 inches from the pump housing and the severed portion of the driveline was not returned. The apical sewing ring was returned with the green suture and zip tie present. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow graft attachment) was returned attached to the pump¿s outlet port, except for the bend relief which was returned detached. Upon disassembly of the returned pump, visual inspection of the blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10jan2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient age/date of birth and weight requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of the log files by technical services found that the patient's flow was above normal parameters. There were no other unusual events within the log files. The patient underwent heart transplant on (B)(6) 2021. It was not indicated whether the transplant was device or therapy related.